Event description:
It was reported that after successful coronary stent deployment, the physician noted the balloon inflating while injecting through the guide catheter. Attempts at pulling negative to deflate the balloon were unsuccessful and the balloon became stuck in the stent. The physician deep seated the guide catheter and pulled on the balloon. The shaft of the catheter broke during removal and all pieces were removed. Upon removal it was noted that the stent had been extubated. There was vessel trauma and the physician was unable to re-cross the lesion. Pt is not a surgical candidate and is on drug therapy. Pt status is listed as "unstable".